Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. (B)(4).

Event description:
The customer reported that the staff inserted new batteries and confirmed that the alarm had power before the pt was left on the sensor. As the nurse left the room, the pt removed himself from the pad and the alarm did not sound. The staff checked the alarm and noticed it had no power. There was pt involvement but no serious injury occurred. Bio med also checked the alarm and detected that the battery connectors are loose.